Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable defibrillation lead due to high out of range pacing impedance measurements. Noise was also observed on the rate/sense channel. No adverse patient effects were reported. This lead was later explanted. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available, this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The proximal segment of the lead was returned, severed 705 millimeters (mm) from the terminal pin. The rs- conductor coil extended to 707 mm and the proximal spring electrode was stretched. The proximal end of the high voltage spring electrode was also stretched and insulation damage was noted. Additionally, the lead body was twisted from the yoke 200 mm from the terminal pin. The electrical performance of the returned segment of the lead was tested. Measurements through these tests were within normal limits. Analysis of the returned segment of the lead could not confirm the clinical observations.